Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation and there was no indication of a device malfunction. The device was put through extensive testing without duplicating the report. Review of the device log shows all energy output was within specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.